Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform the displacement test current test, battery power loss anomaly and charge battery anomaly due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump received low battery alert prior to the replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.